Manufacturer narrative:
Insulin pump received with critical pump error and a broken force sensor, problem isolated to electronic assemblies. Unable to verify magnetic field exposure due to critical pump error. The motor was tested outside of device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they got a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was 150mg/dl. Troubleshooting was performed for pump error. The product will be returned for the analysis.